Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that cuff not inflated. Foley catheter could not be inflated due to lack of water injection. Per follow up information received via ibc on (B)(6) 2024, it was reported that there was issue occurred before patient used the foley catheter.

Event description:
It was reported that cuff not inflated. Foley catheter could not be inflated due to lack of water injection. Per follow up information received via ibc on 28may2024, it was reported that there was issue occurred before patient used the foley catheter.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received four (4) photo samples. All photo samples showcase an overview of an all silicone foley catheter with sample port connector and its packaging. Visual: received one (1) used all silicone foley catheter with sample port connector and syringe without original packaging. Visual inspection noted no obvious observations. Using the returned syringe, unable to inflate balloon. Using in house luer lock syringe, the catheter balloon was inflated with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 5.5 ml could be withdrawn. Replaced returned inflation valve with an in house valve and reattempted inflation and deflation with both syringes. Returned syringe was unable to inflate balloon. Using the inhouse syringe, inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Attempted to deflate balloon passively and only 8 ml could be withdrawn. Dissected balloon and found that the notch was not perforated completely. This is out of specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be notch design (ID undersized). However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not required because labeling could not have prevented the reported failure. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.